Event description:
A surgeon reported that a lens implanted in the right eye of a patient in 1998 has since opacified. Visual acuity reported as 20/30 and prognosis is good. Follow up scheduled in six months.